Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix would not deploy and seemed to be stuck in the retracted position. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the helix exceeded specification the number of turns to extend and retract.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.